Manufacturer narrative:
Na

Event description:
It was reported by (B)(6) of the user facility, one of the power cords showed brown discoloration where the cord meets the plug overmold. (B)(6) was unable to identify which of the four serial numbers the discolored plug belonged to.